Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe with bd¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd safetyglide insulin syringe with bd needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned (1) 1ml, 13mm, 29g bd safetyglide insulin syringe in an open blister pack from lot # 8019961. Customer states that it looked as if there was black ink on the inside of the syringe. The returned syringe was examined and exhibited a jammed and deformed stopper in the barrel. No foreign matter was observed in the barrel. (B)(4) has been opened to address this issue. A review of the device history record was completed for batch # 8019961. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.